Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29 and alarm 30) occurred with multiple cartridges during the load process. Reportedly, the incorrect cartridge may have been inserted during the load process. Blood glucose was 113 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and continued using the pump for insulin therapy.